Event description:
It was reported that on unknown date, the surgeon underwent a removal surgery for clavicular diaphysis. When the surgeon attempted to remove the screw in question by the screwdriver for the star-drive, it did not match. The hexagonal screwdriver in the same instrument set matched to the screw, and screw removal was completed without any problems. The sales rep could not confirm the actual product because it was given to the patient. The first procedure date was (B)(6) 2023. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) 3.5mm ti stardrive cortex screw self-tapping 26mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. Exp. Date: (17)270201 d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H4, h6; device history lot a manufacturing record evaluation was performed for the finished device product code:04.200.026ts lot no:647p323 it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14-feb-2022. Manufacturing site:(B)(4). Expiry date:01-feb-2027. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.